Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarms or display anomaly was noted. The insulin pump was received with some cosmetic damage.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were over 500 mg/dl. Customer states that their insulin pump is alarming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.